Event description:
Additional information was received confirming patient death was not related to the device.

Manufacturer narrative:
Prior follow up #1 MDR 3005580113-2019-00261 was inadvertently sent as malfunction. This follow up #2 3005580113-2019-00261 has been sent as a correction.

Event description:
No further information provided at this time.

Event description:
(B)(6) study; death unknown cause r/t device. Patient had a cook günther-tulip vena cava filter placed same day for contraindication to anticoagulation, due to respiratory failure with prior retroperitoneal hemorrhage. She was hospitalized from (B)(6) 2017 to (B)(6) 2017 due to her ongoing medical conditions, during which time she also suffered from hypotension, lethargy and recurrent rectal bleeding. She was discharged in stable condition on (B)(6) 2017 to rehab and a chart review noted that she had died of unknown causes on (B)(6) 2017.